Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/07/2019. Concomitant product completed in appropriate field.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (prolene hernia system) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved?" This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: a novel technique for laparoscopic hernioplast. 435-438. (B)(4).

Event description:
It was reported in a journal article with title: "a novel technique for laparoscopic hernioplasty: experience with the laparoscopic application of the prolene hernia system (phs®)." Large inguinal defects pose a special problem with the laparoscopic repair of inguinal hernias (lrih). A novel technique has been developed applying the prolene hernia system (phs; ethicon) laparoscopically. The objectives of the study was to review the experience and results of consecutive lrih with application of the phs, and to compare them to standard techniques. A total of 979 patients underwent lrih (81% male patients; age range: 19 to 94 years old) and were included in the study. Of which, phs was applied in 183 patients. During the surgical procedure, 3 types of repairs were performed, type iii, phs with an overlying regular mesh. The intermediate or large phs was used. The phs mesh was fixated by 1 or 2 5-mm tackers and over the under-lay patch a second mesh (15 x 12 cm) was placed with a regular fixation. The peritoneum was closed, whenever opened, with endopath endoscopic multifeed stapler (ethicon). Reported complications included intra-abdominal hematoma (n-1) which was treated conservatively by blood transfusion, elevated temperature without obvious infection (n-15) which subsided without any further treatment, urinary retention (n-17) which was treated by insertion of an indwelling urinary catheter and 1 patient was treated on an out-patient basis, wound seroma (n-14) which was treated by needle aspiration, and recurrent hernia (n-1). The phs may be applied laparoscopically. It may lower the recurrence rate of inguinal defects without increasing complications and without major differences in operative time.